Event description:
Reportedly, the pt with complete av-block was implanted in emergency. The implantation seemed to have correctly been completed but after the pt returned in his room, the device showed a pacing dysfunction. The ventricular lead was then repositioned and reconnected but still some pacing failure were observed. A new lead was implanted and connected to the pacemaker, however, still some pacing failure. The physician decided to explant the pacemaker involved in this MDR report which was returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. Some damages were observed on the connector header, which could indicate that some screwing/unscrewing difficulties were met. However, it is not possible to determine whether these damages were present following the initial screwing procedure or later during the re-intervention(s). Because the electrical characteristics of the returned unit are within specifications, the reported pacing/capture failure resulted either from a high pacing threshold, a lead issue or a lead-connection issue.